Event description:
Customer reported that on (B)(6) 2014 at 11:08 am he began to feel "shaky and was having cold chills", so he tested his glucose with his adc blood glucose meter and received a reading of 83 mg/dl, which was "lower" than he felt, but higher than a subsequent reading received by a hcp. Customer further reported he then called the paramedics and upon arrival, approximately one hour later, they received a reading of 49 mg/dl on their meter. Customer was treated on the scene with glucose gel and a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.